Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device analysis results: based on the device analysis grid, the assessments of the complaint are: deflation: observed, two crease smooth openings assessed to a fold flaw opening and observed two openings striated assessed as surgical damage. Additional observations: crease fold observed in the device. Wear abrasion observed in the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side deflation. Healthcare professional later reported "any creases associated with hole" and "1 cm vent along crease posterior implant surface". Device has been explanted and replaced.